Event description:
It was reported that the pt was revised for loosening and osteolysis was noted during the revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.